Manufacturer narrative:
Problem code captures the reportable event of fiber broke. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva 365 laser fibers that were used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 365 laser fibers were used during a ureteroscopy with laser lithotripsy procedure in the ureter and kidney performed on (B)(6) 2018. According to the complainant, during the procedure, crackling sound was heard while lasering the stone and the laser fiber was noted to be broken in half between the connector and the scope. The physician pulled the fiber and there were no fiber fragments left behind the patient. A second flexiva 365 laser fiber was opened, while lasering the user heard the similar crackling sound and the fiber broken midway point. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.